Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an apollo microcatheter that had friction during retrieval and the tip detached prematurely. The patient was undergoing a procedure for middle meningeal artery (mma) embolization. Vessel tortuosity was severe. It was reported that the tip of the apollo catheter detached when removing the catheter from the patient. The catheter could not be navigated to the target due to tortuosity and there was friction during retrieval and the tip detached and ended up in the internal carotid artery (ica). However, the tip was able to be retrieved with a stent retriever and removed from the patient's body. The event did not occur during onyx injection. It was noted that the apollo catheter and all accessory device were prepared as indicated in the instructions for use. There was no harm or injury to the patient.

Manufacturer narrative:
H6: method code updated to b21. Result code updated to c21. Conclusion code updated to d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated there was no vessel calcification noted, and there was no device damage. The apollo catheter was flushed per the instructions for use (IFU), and a continuous flush was maintained through the guide catheter during the procedure.

Manufacturer narrative:
H3: analysis of the apollo catheter (lot no. A948369) found the 5.0cm detachable tip was detached. The detached tip was returned. The apollo total length was measured to be ~168.2 cm, the usable length was measured to be ~162.0 cm which is within specification (165.0 cm ± 2.5 cm). As returned, it could not be determined if the distal floppy length of the micro catheter is within specification as the detachable 5.0cm tip was detached. Upon visual inspection, no irregularities were found with the apollo hub. No bends or kinks were found with the apollo micro catheter body. The ldpe coupling tube overlap length was measured to be 1.53mm which is within specification: 1.0 mm - 2.5 mm. The detachable tip overlap was measured to be 1.5 mm. No onyx residue was found with in the apollo distal end. The micro catheter was flushed, and water exited the distal tip. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿tip premature detachment¿ was confirmed. Tip premature detachment (during navigation or repositioning) can be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. In addition, per the DHR review, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. However, the cause could not be determined. H6: method code updated to b01. Result code updated to c070603. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.